Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to perform the displacement test due to blank display. No moisture damage was found on the motor, battery tube and vibrator assembly however moisture damage was found on the keypad assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.